Event description:
It was reported that the right ventricular (rv) lead has been exhibiting noise since january and february. The rv lead will continue to be monitored. There were no adverse health consequences, the patient was stable.